Event description:
It was reported that during a hand assisted low anterior resection, the device fired unformed staples and the anastomosis had to be handsewn. There was not adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/08/2008. Information anticipated, but unavailable at this time.